Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) did not deploy properly. Was stuck in tube. A new one was opened and used to complete case. There was no patient injury.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 01/30/2023. An investigation was conducted on 02/09/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the delivery device. The white plunger on the delivery device was depressed and the blue safety lock was off, which allows for the white plunger to be depressed. The tension spring assembly was observed in the delivery device, however it was not in its normal seated position. The seal was observed to be in unraveled state with blood observed. Blood on the delivery device as well as the seal indicates an attempt was made to introduce the device and seal into the aorta. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. No measurements of the delivery device were taken due to the presence of blood. Based on the returned condition of the device as well as the evaluation results, the reported failure "activation problem" was confirmed. A lot history record review was completed for lots 3000279286, 3000266015, and 3000254598 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.